Event description:
It was reported that fourteen (14) days after staring to use the product, the customer noticed the pilot balloon was detached from the inflation line. It is unknown at which point of the day the event occurred. No trouble was observed during the use of the product. There were no patient harm or injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No problems or issues were identified during this device history record review. One used decontaminated sample was received in plastic bag without its original packaging for investigation. Visual inspection noted that the pilot balloon was detached from the inflation line confirming the reported event. The root cause of the reported event was undetermined.